Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had moisture damage on keypad traces. All buttons functioned properly. No blank display, display anomaly, black light or flashing screen anomaly noted. No ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot and missing end cap sticker.

Event description:
It was reported that the numbers on the insulin pump scroll, without any input from the customer. It was also reported that when the down arrow or the b button is pressed the light will flash on and off. Customer's blood glucose level at the time 222mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.